Event description:
On 6/30/08 received explanted lead from st jude medical. No info provided. 07/10/08 sent investigational letter to physician on file. Will continue to investigate.

Manufacturer narrative:
Entire form filled out by manufacturer.